Event description:
As reported, the patient had an initial tka on (B)(6) 2015. The patient was revised on (B)(6)2022 due to unknown reasons. No other patient information/medical history provided.

Manufacturer narrative:
Pending investigation. Recall number: z-0021-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
D10. Concomitants: optetrak logic femoral component (02-010-01-0230, (B)(6)). Optetrak logic tibial tray (02-012-41-3030, (B)(6)). Optetrak 3 peg patella (200-02-32, (B)(6)). Further information and/or investigation results will be provided within 30 days of receipt. Initial submission: all fields in section f should be blank, this is a manufacturer's report.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015 due to severe osteoarthritis. Approximately 6 years and 5 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. Revision op report noted that the knee was grossly unstable in flexion to varus and valgus stressing as well as anterior-posterior stability. Medial and lateral gutters were released and there was massive synovitis most likely from osteolysis. The patellar component was noted to be well positioned and well fixed. There was a large osteophyte laterally and proximally on the patella that was resected. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H10. These devices are used for treatment not diagnosis. H6. Investigation results- the revision reported was likely the result of prosthesis wear, instability, and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, instability, and osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.